Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the marker lumen had no pulsatile flow and the device was removed. Another proglide was used with the same results. The method used to achieve hemostasis was not provided. There was no adverse patient sequela reported. Though requested, no additional information was provide.

Manufacturer narrative:
(B)(4). Sample not available.

Event description:
On (B)(6) 2010 the caregiver of a (B)(6) female homechoice peritoneal dialysis patient called regarding an unrelated event. The caregiver stated the patient had peritonitis in (B)(6) and was admitted to a nursing home. On (B)(6) 2010 a baxter representative learned that the patient was diagnosed with bacterial peritonitis on (B)(6) 2010. Patient was not hospitalized and had no exit site or tunnel infection. An effluent sample was done on (B)(6) 2010 and leukocytes were 1800 and neutrophils were 95. (B)(6). The suspected cause was break in aseptic technique and it is unknown if retraining was done. The patient recovered. There was no allegation against the solutions or devices. The patient was just released from the nursing home on (B)(6) 2010. No further information available at this time.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The current labeling was found to be sufficient. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.